Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the isi has received the universal surgical manipulator (usm) involved with this complaint and completed the evaluation. The failure analysis investigation confirmed and replicated the customer reported complaint. The usm was tested on an in-house system and failed normal mode as it triggered 32098 error. The system remote fe logged errors 32098 ac_1d. The usm was tested on the patient side cart (psc) fixture test platform (pftp), and it passed all the required tests. After pftp test, the usm was reinstalled on the system and retested. The usm passed normal mode and error 32098 went away. When ice pack test performed on the unit for an hour, error 32098 occurred after the system was powered on. The axes control motor (acm) printed circuit assembly (pca) will be replaced as a fix to the reported problem. The insertion stator will be also replaced as a precaution.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced universal surgical manipulator (usm) 1 to correct the reported issue. The system was tested and verified as ready for use. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted following the completion of the evaluation. No image or procedure video was provided for review. A log review confirmed the procedure date of (B)(6) 2022 on system (B)(4). Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, there were problems with one of the arms. The customer was having repeated recoverable faults pointing to arm 1. Prior to the call, the customer power cycled the system, with no change. The technical support engineer (tse) walked the customer through hard power cycling the patient side cart, with no resolution. The tse recommended disabling arm 1 and proceeding with 3 arms and walked the customer through disabling arm 1. The customer proceeded with the case with 3 arms. The procedure was continuing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the surgeon who noted that the suction irrigator got stuck in suction. The surgeon reported that they removed the instrument and it remained stuck in suction. She did not think that there was any problem with the arm. After getting a new irrigator, it functioned normally. No further details were available.